Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported that the a3059 mayfield composite series skull clamp rocker arm would not lock. The date of the event was not provided. No information was provided regarding patient contact, injury or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device history record (DHR) review could not be performed at this time since lot and serial numbers were not provided. The reported complaint was unconfirmed. Root cause analysis could not be completed at the moment since the device was not returned for analysis. Device identifier # (B)(4).

Event description:
N/a.